Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
The following event was reported to ventec via email: "we had an issue with vocsn # (B)(6) this morning and it needs to be sent for service. Staff were doing a routine circuit change and they were unable to get the circuit to pass the first step of the pre-use test. They tried multiple times and continued to get the same notification. I went to the room and was able to get the pre-use test to pass on my second attempt, but I didn't do anything different than they did. When we put the new circuit back on the patient, the fio2 analyzer was not displaying a reading. We let the vent run for about 2 minutes but no value was displayed. The patient started to desaturate so we swapped out the ventilator under the assumption that there was something wrong with the oxygen delivery of 115082." Ventec then reached out to the reporter in order to obtain additional information about the patient and the alleged desaturation. Ventec asked what the patient's spo2 had fallen to before they were placed on a different ventilator for support. The reporter responded with the following: "90%, at which point she was manually ventilated so the vent could be swapped out." The reporter stated that the patient survived the event, however, medical intervention in the form of manual ventilation was necessary in order to prevent permanent impairment/damage to the patient.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001. Section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001. H6: the device was evaluated by ventec where the reported issues of being unable to obtain fio2 (fraction of inspired oxygen) readings and issues with fio2 delivery could not be duplicated or confirmed. Proper device operation was observed through functional and performance testing. Ventec downloaded the device¿s electronic records (system logs) for analysis and observed that during the event it had been powered on with fio2 oxygen therapy already running at 09:50:00am but was then powered off at 09:53:37am. The power off occurred only 3 minutes and 37 seconds after the power on and start of oxygen therapy. The oxygen sensors in the vocsn require 5 minutes to warm up after start-up, even if the device had been running previously and had been recently powered off. Once 5 minutes has elapsed, the fio2 monitor will display normally. This information can be found in the vocsn clinical and technical manual [p. 124]: "note: the fio2 monitor requires time to warm up. During the first five minutes of use, the fio2 monitor will display ¿--¿ as the fio2 value. The fio2 monitor will also display dashes if the fio2 monitor is disabled, or the oxygen delivery mode control is set to pulse dose.". The investigation determined that the root cause of the reported issue was user error, due to the user not allowing the device at least 5 minutes to warm up prior to utilizing fio2 oxygen therapy.